Event description:
From distributor's report: 1) monocryl and dermabond topical skin adhesive used to close wound after hernia repair, wound reopened within 24 hrs. 2) suture technique was a running technique and surgeon was relying on the integrity of the device to hold wound together, no knots were placed. 3) nonocryl sutures were subcuticular. 4) patient required resuturing in the ER.